Event description:
It was reported the pt's ipg is unable to communicate with external devices. It is unclear when the pt last used and charged the system. The pt scheduled an appointment to discuss options.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.